Event description:
Caller states that the pt tested 2.9 inr on the coaguchek s meter. A lab taken at an unk time/day returned as 1.2 inr. Caller states that the pt had a stroke (B)(6) 2007. No info was provided as to whether comparisons were performed on the same day or if results were obtained on the day pt had a stroke. Requested return of suspect system and replacement was sent.